Manufacturer narrative:
Results: inherent risk of procedure (migration, endoleak). Patient's condition affected effectiveness of device (disease progression, aortic neck dilatation, lost to follow-up). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation, lost to follow-up).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. Currently, there is disease progression resulting in aortic neck dilatation and there is no aortic neck. The aortic neck diameter at the renal artery is 30 mm and dilates to 37 cm over the next 3 cm. The patient was lost to follow-up. It was reported recently that the bifurcated stent graft has migrated 6 cm distally with a proximal type I endoleak. The physician elected to surgically remove the stent grafts from the patient and convert to a conventional graft. The iliac limbs were well adhered to the iliac arteries, therefore, the physician cut the stent graft to take advantage of this iliac limb fixation and sewed in a tube graft to the iliac limbs. The explanted stent graft revealed that there was thrombosis in the stent graft. No additional clinical sequelae were reported and the patient is fine.